Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The device was returned for analysis and evaluated by manufacturer. A visual and tactile examination identified no kinks, breaks or damages on the hypotube shaft and shaft polymer extrusion. A visual examination of the balloon identified blood inside the balloon. This blood is indicative of a leak having occurred in the device. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no tears or pinholes. A microscopic examination of the tip section found no damage. A microscopic examination of the markerbands identified no damages. During leakage test, the device was attached to a pretested encore inflation unit (encore tested using a druck gauge). During an attempt to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres, a pinhole leak was observed in the balloon. The pinhole was located over the proximal edge of the proximal markerband.

Event description:
Reportable based on the device analysis completed on 09aug2024. It was reported that a device fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the device was broken upon unpacking. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that a pinhole leak was observed in the balloon, at proximal edge of the proximal markerband.